Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment; however, when retracting the needle plunger to retrieve the suture, the link broke at the swage end of the posterior cuff. A link-to-cuff detachment would result in a failure to retrieve the suture when retracting the plunger and this could appear very similar to the reported cuff miss. During testing, the plunger was reinserted and retracted successfully without any resistance that could contribute to the link break. Additionally, the whole suture was able to be pulled out from the device without any observable resistance to suggest suture drag may have occurred, which could result in a link break during plunger retraction. Based on the investigation findings, the root cause for the link break at the posterior cuff could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderate calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred, when the plunger was removed. One of the needles was not connected with the filament link. A second proglide was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.